Manufacturer narrative:
Concomitant product: product ID 8709, lot # j0058204r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
On 2015-09-29, information was received from a healthcare provider (hcp) regarding a (B)(6) female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date, the pump died. It was reported that the pump was ¿not working¿ and the battery had died. The cause of the event was unknown. Additional information has been requested regarding the drug information, cause of the event, symptoms, troubleshooting and actions/interventions, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.